Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced invalid counters and the cardiac compass contained invalid data. It was further reported the icm experienced end of service (eos). The icm remains in use. No patient complications have been reported as a result of this event.